Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain", "fatigue, sleeplessness and am currently medicated for severe depression and anxiety" not related to device,"extensive intracapsular rupture (left breast)","left breast has a 9mm cyst just inferior to nipple area which is benign" not related to device. Device remains implanted.